Event description:
It was reported that the distributor received the pump and the pump battery was unresponsive. There was no reported impact to customer's blood glucose due to this issue as there was no patient interaction. The customer reverted to an alternate form of insulin therapy.